Event description:
It was reported that during insertion, the fiber broke two separate times. It was noted that the fiber snapped in two without catching anything from the scope. The procedure was completed with another of the same fiber. There were no patient complications reported. Boston scientific has been unable to obtain additional information regarding the event date, despite good faith efforts.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that during insertion, the fiber broke two separate times. It was noted that the fiber snapped in two without catching anything from the scope. The procedure was completed with another of the same fiber. There were no patient complications reported.